Event description:
Pt was implanted with the freehand implantable hand grasp system in 2000. During the implant surgery, radial nerve compression occurred during the biceps rerouting reconstructive procedure and caused denervation. The device was not involved in the nerve compression but the event occurred during the implant surgery.